Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, d4, g4, g7, h2, h3, h4, h6, h8, h10. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that a mesher had a damaged carrier plate. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation; however, at the time of the investigation, the customer has yet to accept the quote for service. As such, no evaluation or repair was performed on the device and cannot be reviewed as part of the complaint investigation. No evaluation or repair was performed on the device as the quote for service was not accepted. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a final MDR will be sent.

Event description:
It has been reported that the carrier plate was bent. Event occurred during pre-op testing. No adverse events were reported as a result of this malfunction.